Event description:
It was reported that a pump constantly alarms door not fully latched. The customer stated that when pressure is applied to the door, the alarm will stop until the pressure is released. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The evaluation was able to confirm and reproduce the door not fully latched alarm. It was determined that the alarm was caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screws have been replaced.